Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
The customer complained of the left monitor that failed to display an image. There are no reports of patient injury or death associated with this event.